Manufacturer narrative:
A patient with history of hypertension underwent a left atrial tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion and death. During the procedure, a massive pericardial effusion was diagnosed via intracardiac echocardiography (ice) after mapping the left atrium. The patient's pressure dropped and the heart was not perfusing after a pericardiocentesis was performed unsuccessfully by the physician. Pacing was performed in the left ventricle with the decanav catheter. No code was called and the patient expired. Additional information was later received indicating the physician's opinion on the cause of death was pericardial decompression syndrome. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient with history of hypertension underwent a left atrial tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion and death. During the procedure, a massive pericardial effusion was diagnosed via intracardiac echocardiography (ice) after mapping the left atrium. The patient's pressure dropped and the heart was not perfusing after a pericardiocentesis was performed unsuccessfully by the physician. Pacing was performed in the left ventricle with the decanav catheter. No code was called and the patient expired. Additional information was later received indicating the physician's opinion on the cause of death was pericardial decompression syndrome. It was reported that there was low impedance during the cavotricuspid ishmus (cti) portion due to the patient¿s weight. Second grounding pad was unplugged halfway through the line. No effusion noticed before transseptal puncture. A large effusion was noticed during the mapping of the left atrium since pressure was dropping. They prepared for pericardiocentesis (tap) and the physician ablated the earliest tachycardic (tach) location during preparation. Tach broke and tap was performed. Large drainage was done but the heart was not moving, (stunned). The physician thought the patient had pericardial decompression syndrome. There was no evidence of steam pop. The event was noticed during the mapping phase. Procedural activated clotting time (act) never exceeded 400 it was between 350 and 400. The number of ablations performed was 19 and they were all performed outside of the pulmonary veins. There were no noticeable malfunctions with any bwi device, second grounding pad was simply unplugged from ngen generator. The impedance low based was based on the patient¿s weight, because the patient was frail, skinny patient. Not much fat on the body.